Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the patient has been revised due to dislocation.

Manufacturer narrative:
Other devices used: catalog #008011802802, versys femoral head, lot #62474018 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Manufacturer narrative:
Other device used:catalog #unk, unknown femoral head, lot #unk.this report will be amended when our investigation is complete.

Manufacturer narrative:
Devices were evaluated and the reported event was confirmed. Visual inspection of the femoral head revealed scratches and scuff marks on the buffed surface. The constrained liner was returned with damage to one of two retaining tabs and the rim feature with material missing. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.